Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Gtin number: unknown since the serial number was not provided.

Event description:
The 21 mm sjm trifecta valve (unknown implant date and serial number) was explanted due to a calcified immobile cusp which caused severe aortic insufficiency.